Event description:
The customer contact reported a burn smell and that the device ac connector was overheated. There were no reports of any adverse pt events or delays in critical therapy. No additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.